Event description:
During a laparoscopic nissen fundoplication the lcs15 did not coagulate properly. Another lcs15 was used to complete the case. There was no consequence to the pt. Clinical follow up: 1/28/97 1530 message and 800 number left for surgeon to call back. 1/29/97 1335 surgeon responded and stated when the device was put together it made a loud "hissing" sound. He tried using the device on tissue and the hissing sound continued. The device did not work well on the tissue. He stated that at the beginning of the case the surgical tech had a difficult time removing the alignment pin after assembling the device. He was able to remove the alignment pin but it was difficult.

Manufacturer narrative:
H6; code 100/400: blade failed/satutation voltage. Based on the inquiry info received, the visual and functional testing, it was found that the lcs blade did not meet specifications. No conclusion could be reached as to the lcs did not coagulate properly. The mfg site has been made aware of this incident.